Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, several defective circuit boards were discovered causing imaging issues. The image was intermittent, the front panel was blacked out, and a vertical green bar was present on the righthand side of the display. Additionally, the video connector socket was found worn. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
While inspecting a returned olympus evis exera iii video system center loaner device, it was discovered that the unit was not displaying an image. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, phenomenon (1) the screen blacked out - the phenomenon was not reproduced; thus, a root cause could not be identified. For the following phenomena - phenomenon (2) front panel blacked out; phenomenon (3) a vertical green bar was displayed on the right side of the image; and phenomenon (4) the image flickers at dvi channel - it was determined that all three(3) phenomena occurred due to failure of the print board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.